Event description:
The event is reported as: alleged issue: "customer called to report that the cone wouldn't flush. There was no pt injury or medical intervention reported." Pt current condition is fine.

Manufacturer narrative:
The device history report (DHR) report has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specs. No corrective action can be established at this time based on lack of defective sample. It is necessary to have the physical sample in order ot perform a proper investigation. This personnel involved in the mfg process was notified of this complaint. The root cause is unk.